Manufacturer narrative:
(B)(4): the reported description of this complaint notes there was a "speaker malfunction" visual message on the monitor's display screen. It is unk whether sound was available from this monitor on the reported event date. In the presence of life-threatening events when no sound is available from the monitor, possible serious injury and/or death can occur. However, a visual message "speaker malfunction" is available of the monitor's display screen should a speaker malfunction be detected. According to the instructions for use manual should a speaker malfunction be displayed, it is suggested that you contact your service personnel to check the speaker and the connection to the speaker. The serial number of the philips pt monitor was not reported by the customer. The customer was instructed on how to order a replacement speaker for the monitor. Troubleshooting and possible replacement of the monitor's main board were also reviewed with the customer. It is unk if any of the monitor's parts were replaced by the customer, or if there were any results of troubleshooting performed by the customer. There have been no similar reports of monitor speaker failures reported from the customer. The device labeling (IFU) adequately warns users not to rely solely on audible alarming. Consideration of this complaint and similar complaints support that there are no design, manufacturing, materials, or labeling problems. No further investigation or action is warranted.

Event description:
The reported description of this complaint notes there was a "speaker malfunction" visual message on the monitor's display screen. It is unk whether sound was available from this monitor on the reported event date. No pt harm was reported.